Manufacturer narrative:
(B)(4).

Event description:
It was reported that during intubation, a leak was noticed between the device and the ventilator at the connecting site. The patient was re-intubated. There is no report of patient harm, death or serious injury associated with this event.

Manufacturer narrative:
(B)(4). The device was not returned for investigation. The customer complaint cannot be confirmed. All manufacturing controls were reviewed and found acceptable and effective to detect the reported failure mode. All products are inspected prior to release, any defective products are segregated and removed from the lot. The device history record was reviewed and no nonconformity reports related to the reported failure mode were identified.